Manufacturer narrative:
PMA/510 k # =k101530 + k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-22-27-9-d device of lot number c1333804 was not returned for evaluation. With the information provided a document based investigation was carried out. The following additional information was provided: 1)was the stent partially deployed? Yes the stent was partially deployed, 2)did the physician hear any mechanical snapping, popping, or grinding sounds coming from the handle? No. 3)did the patient require any additional procedures due to this incident? The procedure was completed by placing the other company stent. 4)was resistance encountered when advancing the stent and introducer through the obstructed area? No resistance was encountered during the advancement of stent and introducer. 5)was the patients¿ anatomy torturous? No. 6)are there any images available? Don¿t have any images available. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As the device was not returned for evaluation, and no imaging provided for review, a definite root cause of this complaint cannot be determined. However, engineering were contacted and the flexor kinking/stretching/breaking is the most likely cause of this complaint. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Upon review of complaints this failure mode has not occurred previously with this lot number, c1333804. Based on information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1333804. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. No adverse events were reported as a result of this occurrence. The procedure was completed by placing the other company stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed" and "deployment issue that results in the exposed stent removed from the patient with the delivery system." The stricture was in duodenum d-2 region and the length was measured around 4 cm. During the deployment of the stent the handle of the delivery system got free as a result of which the stent couldn¿t released from the catheter. Later the stent along with the delivery system was removed from the patient and the procedure was done by placing the another company stent.

Manufacturer narrative:
PMA/510(k) # "k101530 and k163468." Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: the stricture was in duodenum d-2 region and the length was measured around 4cm.during the deployment of the stent the handle of the delivery system got free as a result of which the stent couldn¿t release from the catheter. Later the stent along with the delivery system was removed from the patient and the procedure was done by placing another company stent. Device evaluation: the evo-22-27-9-d device was returned to cook ireland and evaluated on the 02-may-2018. Upon evaluation of the returned device, there was stent exposure. The lockwire was not returned. The red safety tab was not returned. The red shuttle deployment marker was at the front half of the handle. No deployment or retraction was possible. The device was dismantled during the lab. The flexor was broken in the handle at the shuttle cap. The stent was manually deployed with no resistance. There were no issues noted with the stent. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during the lab evaluation. The following additional information was provided: 1) was the stent partially deployed? Yes the stent was partially deployed, 2) did the physician hear any mechanical snapping, popping, or grinding sounds coming from the handle? No 3) did the patient require any additional procedures due to this incident? The procedure was completed by placing the other company stent. 4) was resistance encountered when advancing the stent and introducer through the obstructed area? No resistance was encountered during the advancement of stent and introducer. 5) was the patients¿ anatomy torturous? No 6) are there any images available? Don¿t have any images available. Root cause: initially, it was understood that the device was not returning for evaluation, and no imaging was provided for review, therefore engineering were contacted and from the information provided it was determined that most likely what happened was the flexor kinked, stretched or broke and this failure mode was assigned to this complaint. However, the device was returned for evaluation on 02-may-2018 and a possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Document review: prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Upon review of complaints this failure mode has not occurred previously with this lot number. Based on information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. IFU review: as per the instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: no adverse events were reported as a result of this occurrence. The procedure was completed by placing the other company stent. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during the lab evaluation. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation with the device evaluation initial MDR based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed" and "deployment issue that results in the exposed stent removed from the patient with the delivery system" the stricture was in duodenum d-2 region and the length was measured around 4cm.during the deployment of the stent the handle of the delivery system got free as a result of which the stent couldn¿t released from the catheter.later the stent along with the delivery system was removed from the patient and the procedure was done by placing the another company stent.